Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact on the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.